Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no reported impact to the customer¿s blood glucose level. Technical support instructed the customer on how to press the button correctly and assisted in removing the pump case to test the button functionality, but the issue persisted. Customer reverted to an alternate method of insulin therapy.